Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that during an intraocular lens (iol) implant procedure, the iol was implanted then explanted. Additional information was provided stated that patient sustained a posterior capsule rupture. The lens was explanted same day for different model lens. No further information available.